Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with worsening dyspnea. CT scan was notable for outflow graft obstruction. Further details were requested but were not received.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted CT scan confirmed an obstruction within the outflow graft. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate 3 lvas IFU, rev. A, section 5 entitled ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted CT scan confirmed an obstruction within the outflow graft. The controller event log file contained data on 09aug2019 from 9:24:39 am to 4:57:47 pm. The pump was set to a fixed speed of 5800 rpm and operated at or above the low speed limit of 5600 rpm for the duration of the log file. The log file captured a continuous driveline communication fault alarm, which is captured under cs-100013. The only other events in the log file were power cable alarms which appeared to be associated with routine power exchanges. The controller periodic log file contained data from 30jul2019 to 09aug2019. Although the CT scan confirmed an outflow graft obstruction, it should be noted that the patient¿s flow operated within a stable range of 5.0 lpm to 6.0 lpm for the entire duration of the log file. These controller log files appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.